Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer had high blood glucose of 508 mg/dl. Caller reported that it was noted that first infusion set out of the box had a missing cannula. Customer inserted second infusion set and after customer's blood glucose continued to elevate, it was found that second infusion set from same box also did not have a cannula. Customer was then treated with manual injection.